Event description:
A malfunction alarm was reported with the pump, specifically alarm 30, during the loading process. There was no adverse impact to the customer's blood glucose level. The customer, assisted by customer technical support (cts), attempted to load a new cartridge but was unsuccessful as the alarm recurred. As a result, cts decided to replace the pump and the customer plans to use multiple daily injections (mdi) to ensure insulin delivery is not interrupted. The customer was instructed on how to put the pump into storage mode and will return the problematic pump using a prepaid label.